Manufacturer narrative:
(B)(4). It was received for analysis an opened sample of product code w3442, lot mlz246. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined under 20x magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the pull off - suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mlz246, and no non-conformance were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Confirm out of qty 3 involved, how many total devices noticed with detachment issue before use on patient- pre-op while dispensing or in package? And how many total devices noticed with detachment issue during use on patient- intra-op? Events reported in 2210968-2019-90149 and 2210968-2019-90150.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, when the doctor performed the first stitch, he found that suture thread pulled out from the needle swage. There were no adverse patient consequences reported. Additional information has been requested.